Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results patient. There was no additional patient information or lab result time available at the time of this report. Date: (B)(6) 2013, method: lab, time: unk, inr: 2.6, sample: unk; (B)(6) 2013, I-stat, 13:52, 3.7, a; (B)(6) 2013, I-stat, 15:05, 2.6, a. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.